Event description:
It was reported that the customer had a bad site and had to go to the emergency room. Customer has been called back per outreach request, but there was no answer. A follow-up call will be scheduled for the next business day. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.